Event description:
Device analysis revealed that the main coil was broken. There was no clinical consequence to the patient.

Event description:
Device analysis revealed that the main coil was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device revealed that the main coil was extensively stretched and the main coil was separated from the delivery wire. All other device measurements were found within specification. Information available indicated that the coil was confirmed to be in good condition prior to use and that the patient¿s anatomy was tortuous. Based on analysis and information available, it is probable that anatomical factors contributed to the observed damages. Therefore a root cause of operational context has been assigned to this investigation.